Manufacturer narrative:
The user reported discrepancies between their bg and sg values. They were unable to provide specific examples of data. The user had not been using the system since (B)(6) 2024. The user was advised to resume using the system and to contact customer care if issues persisted. The case was also escalated to next level support for further review.next level support performed additional monitoring after the user resumed using the system and determined that it was performing within expectations. No further actions were required.

Event description:
On 04 january 2025, senseonics was made aware of an incident where user reported sensor inaccuracies while using the system. The user was not using the system since (B)(6) 2024.the user was advised to resume using the system and to contact customer care if issues persisted.no injury or medical intervention was reported.